Event description:
Smiths medical intl ltd, has been notified of an event that cuff leakage was found after in use for four hours. No adverse outcome to pt. Event occurred at hospital in another country.